Event description:
It was reported that during a revision by pass procedure, after a few bites, the instrument jaw would not open. A new device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the tip of I-blade broken and not returned. In addition, tissue was found stuck on jaws. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. It is possible that excessive body fluids and tissue influenced the opening and closing of the jaws in conjunction with the damaged I-blade. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The condition of the I-blade prevented the functionality of the jaw. The jaw was unable to cycle open and closed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.